Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2022-00545. It was reported that the patient experienced ineffective therapy. Troubleshooting revealed high impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The reported high impedance was confirmed. Visual inspection of the returned lead identified a fracture in the lead body where all the internal wires were broken and separated. The broken wires are consistent with the lead being subjected to an overstress condition or sudden event while in-vivo.